Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting the cause of the unsatisfactory analgesia was unknown.

Manufacturer narrative:
Other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, as part of a clinical study, regarding a patient who was implanted with a neurostimulator. It was reported that spinal cord stimulation was not covering the areas of pain. Elective replacement indicator at three months was noted. The patient reported unsatisfactory analgesia on (B)(6) 2015. Unsatisfactory analgesia was the clinical diagnosis. The etiology was unlikely related to the implant procedure, relate to the device or therapy, and not due to programming. A generator replacement and lead revision was scheduled. The event resulted in an unscheduled clinic or office visit. The event was unresolved at the time of study exit/death/study closure. It was noted that the most recent interrogation prior to the event was on (B)(6) 2015 at 12:34:46; this conflicts with the reported event date which was prior to this interrogation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ins replacement and lead revision was scheduled on (B)(6) 2015. The patient exited the study on (B)(6) 2015 because the patient was no longer available for follow-up. The patient's baseline weight was not measured.